Event description:
Dr. (B)(6) from (B)(6) is having issues with our needle from our ma kit (B)(4). The needle in the kit appears to be drawing in air when a syringe is connected for venous punctures. This has happened to him on several occasions.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a thorough investigation. The cause of the complaint is unknown. A review of the possible manufacturing records indicated that all of the device specification and quality requirements were satisfied. Manufacturing has been made aware of this complaint type. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.